Manufacturer narrative:
Batch review performed on 18 june 2019: lot 184063: (B)(4) items manufactured and released on 15 october 2018. Expiration date: 2023-10-02. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold with 2 similar reported events.

Event description:
The patient had a femur spiral fracture 3 days after surgery. The reason of fracture is unknown. The surgeon revised successfully the patient swapping the stem and the ceramic head.